Event description:
It is reported that the device was implanted in 2003. The locking screw came loose from the tibial plate/stem extension interface and migrated superiorly. In 2005, the device was revised.